Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce error u-02 and replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive the erbe involved with this complaint to perform failure analysis and the reported problem or error u-02 was confirmed using system error logs. Upon visual inspection there was no issue found that would be related to the reported event. The erbe was tested using system, the unit energized and cauterized all ports and instruments without an issue. The erbe log error showed c-00 error. Upon visual inspection, unit was found to have scratches, scuffs, dents on the bezel and scratches on the heatsink. Chip in paint on the top right edge part of the covering/housing. The complaint was confirmed but not replicated by failure analysis. A review of the site¿s complaint history did not reveal any related or duplicate complaints involved with this product and/or this event. A review of the site¿s system logs was conducted by a post market quality engineer for the reported procedure date of (B)(6)2025 on system sk4419. Investigation revealed the following errors: u-02 which indicates a system checkmaster failure. Design history record (DHR) review for the device(s) involved with the reported event was not performed, as the product involved is not manufactured by intuitive surgical, inc. (Isi). While the customer reported error could not be replicated during in-house testing, a log review on the unit confirmed error u-02 occurred in the field. The probable root cause of error u-02 may be attributed to a checkmaster failure on the generator.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that a cautery error, u-02, occurred following completion of a case. Troubleshooting started with an attempt by tse to locate the error in the logs; however, no related entries were found. Before calling tse, the customer brought an alternative vision tower into the room to continue and complete the procedure. Tse was not able to troubleshoot the issue further. The procedure was converted to another dv system with no reported injury.